Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reported event was due to repeated impact added to the lid such as contact with a scope and/or a hard object by user handling or aged deterioration. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: chapter 3 inspection before use 3.2 inspecting the lid and lid packing. Before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. Ensure the lid is not cracked, broken, or otherwise damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The olympus field service engineer (fse) visited the user facility to perform repairs on the aer. The lid was repaired and verified according to original equipment manufacturer instructions. The software attributes were verified and confirmed. The customer noted there was no leakage coming from the aer and there were no alarms observed. The aer is due for a preventative maintenance in june 2021. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During reprocessing, the automated endoscope reprocess (aer) was observed to have a crack on the top cover lid. The customer reported it was more like a "starburst" hit from the inside of the lid, possibly from when the connector hit the lid from the pressure of the wash. No patient injury or infection was reported. The facility tests the scopes daily using atp ruhof testing strips, as well as checking the acecide in the aer before each wash. The last in service with the staff was in december 2020.